Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients wound was not closing properly. The patient underwent a pocket revision procedure to help the wound close. It was noted that the ipg was not touched. The patient was doing well postoperatively.